Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, h2, h3, h6, h8, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent and no image shown. A root cause could not be identified. Based on the results of the investigation, the most probable cause was due to fluid in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use. There were no reports of patient harm.

Event description:
It was reported the gastrointestinal videoscope had an error - no scope communication. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.